Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
Synthes (B)(6) advised: on (B)(6) 2011, synthes installed approximately 75 new sets into the hospital, 5 of these new sets were small fragment sets. After only 2 months, the instrument room noticed that 2 of the 40 instruments in each of the new small fragment sets were rusting where the part and lot numbers are etched on the instruments. This is 1 of 2 reports for this event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation was unable to determine the exact cause of this occurrence. Regarding corrosion it can be stated, that all materials, including so called stainless steel as well, are conditionally only rust-resistant. The corrosion resistance is maintained only, when the material is stored on a dry and metallic contact less condition. All metallic contacts on humid or wet condition create electrolytic reactions with contact corrosion as result. The investigation results were indeterminate.